Event description:
Enduser advised when sits down pinches his backside, enduser advised unit is too small for him, enduser advised daughter purchased item for him, enduser advised (B)(6) is suppose to be getting him another one, he has boxed up the unit and has not used it since.